Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure noise on the screen was confirmed and the reported failure scope communication error (b30) was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise in image occurs and therefore no image is displayed, the protector of the video cable section is cut, the video cable is broken, the fiber bonding in the outer tube area (distal end) is damaged, the r-unit is broken and therefore the image is green. A root cause could not be identified. Based on the results of the investigation, the cause for the reported event noise on the screen was traced to component failure and a definitive cause for the reported event scope communication error (b30) could not be determined. For the reportable additional findings, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had noise on the screen and scope communication error (b30). The issue was found during set up of the device. There were no reports of patient harm.